Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned for analysis. The reported patient effects of hypotension and perforation are listed in the xience xpedition, everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance and subsequent treatments appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Following pre-dilatation with a 2.5x10mm cutting balloon, a 2.5x48mm xience xpedition stent delivery system (sds) was advanced; however, failed to cross due to the anatomy. The sds was removed and the patients blood pressure started to decrease. Angiography showed a vessel had ruptured close to the lesion. A 2.5x15mm non-abbott balloon catheter was inserted and dilated, but blood leakage through the side was confirmed. The non-abbott balloon catheter was removed. The patients blood pressure decreased to below 50, thus, percutaneous cardiopulmonary support was started. The patients blood pressure returned to nearly 80. A 3.0x15mm non-abbott balloon catheter was advanced and dilated, but blood leakage was still observed; therefore, it was removed. A 3.5x16mm graftmaster rx covered stent was deployed at 15 atmospheres (atms). Due to the lesion being too long, a hemorrhage was observed at the distal side of the deployed covered stent; therefore, a 2.8x16mm graftmaster rx covered stent was deployed at 15 atms. The hemorrhage completely stopped. A 2.25x24mm non-abbott stent was deployed at 11 to 16 atms in the target lesion. The procedure was successfully completed with intravascular ultrasound. The patient condition is stable. No additional information was provided.